Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It is likely that the event was caused by the application of external force such as strong rubbing or bumping of the relevant part during transportation, storage, use, cleaning, etc. The event could have been prevented by observing the matters described in the instruction manual, therefore, the issue was likely caused by user handling. The instruction for use (IFU) states the following guidelines: warning: "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending it could also cause parts of the endoscope to fall off inside the patient. It could also cause parts of the endoscope to fall off inside the patient."

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. During the inspection, the restriction in the channels was not able to be duplicated. The forceps and brush passage had no restriction, and the air/water channel was operating as expected. However, it was found that the bending section glue was peeling, the rubber glue was cracked, the jet tube needed to be replaced due to a loose plug and the control knob was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that there was resistance in the water/air channel and biopsy channel of the evis exera ii ultrasound gastrovideoscope. This issue was found at reprocessing. No patient involvement was reported.